Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that initially they had therapeutic relief, and wasn't sure if that was attributed to the anesthesia. They were now experiencing a loss of therapy since (B)(6) 2016. The patient noted that they were going to the bathroom just like they did before implant. They weren't sure if the implant was not on, or if it just wasn't working. It was indicated that the patient did not feel stimulation and the therapy was on at 0.8v. It was recommended that the patient follow-up with the healthcare provider before making any changes in the settings. It was noted that the patient was recently implanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.